Manufacturer narrative:
Of the 62 allegations of a malfunction, 35 pumps were returned to animas and investigated. Of the investigated pumps, 30 were found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated complaints, there were 11 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 62</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-87 years of age and between 38 and 224 pounds. Of the reported patients, 34 were male and 28 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 16 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.